Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2019 wherein the ipg was explanted and replaced with a new ipg. The new ipg was implanted slightly higher. Reportedly, therapy was resumed and the issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg has migrated low into the gluteal region. As such, patient experienced pain at the ipg site. In turn, surgical intervention may take place at a later date to address the issue.